Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose and diabetic ketoacidosis on (B)(6) 2018 with blood glucose of 330 mg/dl at the time of incident. The customer's current blood glucose is 219 mg/dl. The customer also reported other blood glucose values such as 383 mg/dl, 363 mg/dl. The customer was not experienced any symptoms of high blood glucose level. The customer was treated with intravenous drip and fluids in the hospital and with manual injection for high blood glucose level. Based on customer report customer did not allege the insulin pump was under delivering. The customer was wearing the insulin pump during the hospitalization. The customer also reported that the insulin pump passed high pressure test. The customer was reported that 3 air bubbles were present in the tubing. The insulin pump will not be returned for analysis.